Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displayed several "tcm ID:08" (coolant temp low) error messages was confirmed during event log review but could not be reproduced during functional testing. The returned thermogard ivtm system passed more than two days of burn-in-test without any error or fault. The thermogard ivtm system performed as intended. However, the root cause of the tcm ID:08 error was due to the thermogard ivtm system to be out of calibration. Re-calibrating the system will be needed to address this issue. During visual inspection, missing handle and pan drip, pump lid was loose, lid bumpers were cracked, white rollers do not rotate ( white rollers installed reverted direction) and damaged two screws stuck on the left and right of rear brackets were observed on the returned thermogard ivtm system. These types of missing, physical damages and other discrepancies observed were likely attributed to wear and tear and/or mishandling. The thermogard ivtm system was manufactured in october 2011 and is nearly 9 years old, past its serviceable life of 5 years. The thermogard ivtm system handle, pan drip, pump lid two screws will be replaced, white rollers will be re-installed correctly to address these issue and unrelated to the reported complaint. During event log review, two tcm ID:08 error were recorded. Thus, confirming the reported complaint. Awaiting service repair approval from customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During in-service, the thermogard ivtm system (serial #(B)(4)) displayed several "tcm ID:08" (coolant temp low) error messages. Error message could not be cleared after re-powering the console. No patient involvement.